Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the electrodes. The area was described as red and itchy. The patient's wife reported that the patient spoke to his doctor and was advised to use hydro-cortisone cream on the area. The final medical outcome of the irritation is unknown.